Manufacturer narrative:
(B)(4).follow up for device evaluation. It was reported something dark was in the tip of the syringe. As a sample was not returned, a thorough sample investigation could not be completed. To aid in the investigation, two photos were provided for evaluation by our quality team. The photos show a syringe with no packaging blister. The syringe barrel luer has a discoloration that appears to be embedded degraded resin. No other defects or imperfections were observed. A device history record review was completed for provided material number 305864, lot 2243934. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered.

Event description:
No additional information received. Mat# 305864 lot# 2243934 . It was reported by the customer that while preparing fortified ebm feeds for patient this morning customer went to draw up the last feed into this bd syringe when customer noticed something dark in its tip. Since customer had already put the syringe into the prepared milk at this point the remaining milk was then also contaminated so customer disposed of it (total17.5ml fortified feed). Contaminated syringe kept in its package in the milk room verbatim : rcc received a complaint via email. Email(s) attached. Event description: ¿while preparing fortified ebm feeds for patient this morning I went to draw up the last feed into this bd syringe when I noticed something dark in its tip. Since I had already put the syringe into the prepared milk at this point the remaining milk was then also contaminated so I disposed of it (total17.5ml fortified feed). Contaminated syringe kept in its package in the milk room. Has this defect occurred previously?: no. Product sample / photos: see attached photos, sample available upon request. Next steps: no product return or exchange required at this time, but will advise if that changes.

Manufacturer narrative:
(B)(4). Initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Patient problem code: f26 ¿ no health consequences or impact. Device problem code: a180104 - device contamination with chemical or other material.

Event description:
Mat# 305864 lot# 2243934 it was reported by the customer that while preparing fortified ebm feeds for patient this morning customer went to draw up the last feed into this bd syringe when customer noticed something dark in its tip. Since customer had already put the syringe into the prepared milk at this point the remaining milk was then also contaminated so customer disposed of it (total17.5ml fortified feed). Contaminated syringe kept in its package in the milk room verbatim : rcc received a complaint via email. Email(s) attached. Event description: ¿while preparing fortified ebm feeds for patient this morning I went to draw up the last feed into this bd syringe when I noticed something dark in its tip. Since I had already put the syringe into the prepared milk at this point the remaining milk was then also contaminated so I disposed of it (total17.5ml fortified feed). Contaminated syringe kept in its package in the milk room. Has this defect occurred previously? No. Product sample / photos: see attached photos, sample available upon request. Next steps: no product return or exchange required at this time, but will advise if that changes.